Event description:
On (B) (6) 2009, the pt was implanted with an scs system. On (B) (6) 2010, the pt's stimulation stopped. The sales representative met with the pt and observed invalid impedance on all contacts of both leads. The pt had an x-ray which revealed that all connections were intact and no visible breaks were observed. The doctor plans on replacing the pt's leads.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.